Manufacturer narrative:
The insulin pump was received with rf pic failed self-test error alarm during self-test, lost sensor alarm and unable to communicate with blood glucose meter due to faulty pic failed self-test board. The pump had cracked case at display window corner, minor scratched lcd window and broken belt clip slot at battery tube threads area.

Event description:
The customer reported via phone call of a lost sensor signal and rf pic failed self-test from the insulin pump. The customer's blood glucose reading was 124 mg/dl. The customer stated that he did not receive a new transmitter. The customer stated that the pump is not communicating with the transmitter. The customer was advised that the pump was not receiving data from the transmitter. The customer was advised to remove the sensor and check if the sensor is damaged. The customer stated that when he pulled the piece out of his body, he said it did not look damaged and that it was straight. The customer was assisted in performing reconnect old sensor. The customer stated that the rf icon did not turn solid. The customer stated that he did not have any rf alarms in his pump until we ran a self-test.